Manufacturer narrative:
Conclusion: the device has been returned for analysis. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years post implant of this 25mm aortic bioprosthetic valve, the patient presented with acute left sided heart failure associated with aortic regurgitation. The valve was explanted and replaced with a non-medtronic product. The surgeon noted that one of the leaflets would not open as expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed that the sewing ring was completely removed exposing the stent, likely caused during the explant procedure. Longitudinal and smaller diagonal cuts are noted on the stent. There was damage throughout the base stitching. The valve was distorted; oval shaped. All leaflets were in the open position, with the left leaflet open towards the aortic wall. The right and non-coronary leaflets were open with wavy free margins. All leaflets were flexible. A tear, approximately 8mm, was noted along the interior coaptive junction of the right cusp (rc) adjacent to right left commissure. The non-coronary left and non-coronary right commissures were intact. There was no commissure dehiscence noted. There was a small amount of pannus around the right left commissure. An unknown amount of pannus had been removed during the explant procedure. Radiography did not reveal calcification on the valve leaflets. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Distortion of the annular ring (oval shaped) may have altered the stress placed on the commissures and leaflets. This alteration of the stress may play a role in the tear on the right cusp over time. The cuspal tear may have led to the regurgitation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years post implant of this 25mm aortic bioprosthetic valve, the patient presented with acute left sided heart failure associated with aortic regurgitation. The valve was explanted and replaced with a non-medtronic product. The surgeon noted that one of the leaflets would not open as expected. No additional adverse patient effects were reported.